Event description:
Consumer called to report inconstent readings. Testing within 5 minutes gave different readings. Analysis run on clark error grid using mean average reading (188) as reference point vs. Bd readings (303, 73) yielded some data points in the c range of the grid, outside acceptable limits.